Manufacturer narrative:
Device power up properly after battery installation. No blank display or back light anomaly noted. Device was received with normal operating currents and passed self-test, unexpected restart and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit, failed battery test, low reservoir alarms or unexpected restart alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. Customer's blood glucose level was 100 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer states alarm reoccur during normal use of insulin pump. Customer also reports red light on charger. Customer declined troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The insulin pump will be returned for analysis.